Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient¿s daughter reported that while performing the mobilization of the peg tube, there was a lot of bloody discharge and indicated that the internal plate (bumper) was buried. On an unknown date, an endoscopy was done which revealed that the internal plate (bumper) was partially covered by thickened gastric mucosa. On (B)(6) 2021, it was reported that the tubes and fixation plate could be correctly repositioned and the gastroenterologist decided not to replace the tubes. An alternative etiology for the semi-buried bumper syndrome was due to thickened gastric mucosa.